Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the staples prefired and did not form properly. The surgeon was able to complete the procedure without any pt injury.